Event description:
A healthcare facility in italy reported via a fisher & paykel healthcare (f&p) representative that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.

Manufacturer narrative:
Ps308105 method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service center in france where it was inspected and repaired by a trained f&p service technician. Results: visual inspection of the returned neopuff revealed physical damage to the gas outlet port of the fascia and valve assembly. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff is currently en route our fisher & paykel healthcare (f&p) regional office in france. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.